Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the instrument made a partial cut during an abdominal procedure. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression observed along the cutline impression in the cutting ring and mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Based on the product analysis, the failure was confirmed to be attributed to the reported event. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4).

Event description:
According to the reporter, during an abdominal procedure the customer reports that stapler did not make a complete cut. The device fired partially. The staple formation was poor. The staple line was incomplete. It was over sewn to fix the incomplete staple line this was done to preclude permanent impairment to a body function or permanent damage to a body structure. No reinforcement material was used in conjunction with the stapling device. The last known patient status is stable. No device component fall into the cavity of the patient. There was no unanticipated tissue loss as a result of this problem. There was no tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. The surgical time was not extended by more than 30 minutes.